Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many procedures were affected by this issue? How many devices demonstrated the alleged deficiency on each involved patient event? Did the needles break during use or upon handling? Or were found broken in the package? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and suture was used. During the procedure, it was reported by the healthcare professional, that they had an issue with one of the products. Their veterinarians have had many suture packs from this latest box that the needle has broken during procedures, which normally doesn't happen at all. Unknown if the device was available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.